Event description:
Clinical rationale narrative: impella cp was placed by right femoral access site in a 68 year old male in cardiogenic shock. 8000 units of heparin was administered in the cath lab. After transfer to the intensive care unit, patient had access site bleed, standard troubleshooting with additional suture placement which stopped the bleeding. An access site bleed was noted and this is a known risk per our IFU because of our anticoagulation and purge requirements. After initiation of support, patient had hemolysis. The presence of hematuria was noted with pink tinged urine. Impella with placement signal low and impella in ventricle contributed to hemolysis. Impella was noted as deep, elected not to reposition. Per the IFU, hemolysis is a known potential complication of impella support and may be associated with factors including suboptimal device positioning.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Dab: added explant date. H11: added clinical review. Clinician narrative: an impella cp device was placed in a 68-year-old male patient for hemodynamic support in the setting of cardiogenic shock. The patient was receiving inotropic therapy, vasopressors, anticoagulation, and mechanical ventilator support for respiratory failure and had significant underlying comorbidities, including severe peripheral arterial disease. Post-procedure, the access site dressing was noted to be repeatedly saturated despite appropriate dressing placement and manual pressure. Bleeding was temporarily controlled with manual compression; however, definitive hemostasis was achieved following placement of an additional suture, after which bleeding stopped immediately. The patient experienced a major bleed, requiring surgical intervention, as well as hemolysis. Based on review, bleeding and hemolysis are consistent with the patient¿s underlying comorbidities, anticoagulation status, vascular disease, severity of illness, and the need for multiple supportive therapies, including vasopressors and mechanical ventilation. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
Updated information: d1: brand name updated. H6: med dev prob code added a150202. H6: investigation conclusion: added d15. H6: component code removed g04105 and added g07001, g07003.

Manufacturer narrative:
Corrected data: removed a0709 from h6. Investigation summary: access site adverse event / major bleed: the cause of the issue was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the issue was not determined without returned product investigation and sufficient clinical details. Mechanical interaction with blood / hemolysis: the cause of the issue was most likely related to unintended use, as clinical details and data log findings confirm position-related abnormalities.